Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product has not returned to depuy synthes mitek, however a photo was provided for review. Upon visualization of the photo returned, it was observed the red trigger is not in its full activated position, a small piece of suture appears to protrude from the sleeve. The rest of the device is in a normal condition. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue. The photo provided is not enough evidence to determine a root cause for the issue experienced by the customer, hands on analysis should provide the required evidence to provide a root cause. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the healthcare professional in china that during a meniscal repair procedure on (B)(6) 2024, it was discovered that the truespan 12 degree peek device could not fire and had knot detachment. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.